Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Customer reported receiving imprecise readings on their freestyle freedom blood glucose monitor. Customer reported receiving readings of 232 mg/dl, 31 mg/dl and 84 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
Caller states patient tested 14.5 mmol/l on the inform system and 4.1 mmol/l on patient's personal meter within 10 minutes of each other. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.